Event description:
It was reported the 512x was used during a laparosopic cholecystectomy. It was reported by the affiliate the obturator broke during the surgery. The pieces of the sleeve were retrieved from the pt. There was no consequence to the pt.